Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via web self-service that a patient passed away. The reporter stated, "my boyfriend died because his dexcom was hooked to a pump.". No other event details were provided and follow up attempts to the reporter for additional event details were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.